Event description:
Discrepant creatinine results on approximately 30-40 samples. Only the following examples were provided, units of measure mg/dl: initial 12.6/repeat 1.0; initial 1.8/repeat 1.0; initial 10.9/repeat 4.1; initial 2.0/repeat 1.0. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.